Event description:
It was reported that during an unknown procedure, the cartridge did not fit into the jaw and the cartridge came off when the device was approaching the target tissue. Reinforcement material was not used. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. The analysis results showed that one reload was received with no visual non-conformances and fully loaded with staples. The reload was placed into a test device and was tested for functionality; it achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The cartridge retention feature was noted to be in good visual condition. The cartridge was loaded into the device and removed without difficulties; the reload did not fall out during the visual and functional testing. It should be noted that all instruments are inspected 100% for staple presence by a visual system prior to the placement of the staple retainer. In addition, at finished goods the instruments are visually inspected based on a sample. A 100% inspections takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4).the batch record was reviewed and no anomalies were noted during the manufacturing process.